Manufacturer narrative:
We are still in the process of assessing if there's a risk to health. This complaint is being reported in order to meet the reporting deadlines. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a deteriorated m1669a trunk cable caused a red area on the patient's back. Emergent care was not required for the patient.